Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the grinding head detached was not confirmed. However during evaluation, it was noted that the device overheated, ran in the locked position, and had unintended motion. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device overheated, ran in the locked position, had cosmetic damage and the labelling etch was illegible, there was unintended motion and the cord and components were damaged. It was further determined that the device failed pretest for visual assessment (markings), visual assessment (cord), safety assessment, air pump assessment and temperature assessment. It was noted in the service order that the device grinding head detached during an unspecified surgical procedure. There was no patient involvement reported. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.